Event description:
It was reported that the device was not cycling.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with the front panel and input manifold are damaged. The customer stated problem was duplicated. Replaced damaged input manifold kit and front panel. Replaced faulty demand valve amsv assembly. Replaced battery, filter and o-rings as a pm. Reset patient pressure cycling led. Adjusted peep control, CPAP control and frequency ctrl due to output values not in tolerance. The cause of the reported problem was traced to the user manipulation of the device. The previous service history has been reviewed and deemed unrelated to the current customer reported problem.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with the front panel and input manifold are damaged. The customer stated problem was duplicated. Replaced damaged input manifold kit and front panel. Replaced faulty demand valve amsv assembly. Replaced battery, filter and o-rings as a pm. Reset patient pressure cycling led. Adjusted peep control, CPAP control and frequency ctrl due to output values not in tolerance. The cause of the reported problem was traced to the user manipulation of the device. The previous service history has been reviewed and deemed unrelated to the current customer reported problem.